Event description:
A surgeon reports performing an intraocular lens (iol) exchange due to iris chaffing. The surgeon states the iris chaffing was the result of an asymmetric placement of the lens. One of the iol haptics was in the bag and the other in the sulcus. Additional information has been requested.